Event description:
It was reported that, "surgeon removed loose stem, cement, and cup (not loose) and re-implanted as stated above."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If additional info becomes available then it will be submitted in a supplemental report.